Event description:
Customer stated he received a high blood glucose reading on the contour next ez and took insulin accordingly. Later he retested and it was still high so he took additional insulin. Specific readings and insulin amounts were not provided. That night while sleeping, he was "all messed up" and someone called the ems. He was taken to the hospital. According to the customer his blood glucose went too low. No additional information regarding the incident was provided. The customer was expected to return the test strips for investigation, and new strips and meter were sent to him.